Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) and tool implant removal scr type imp (irt) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Bone debris on external threads. A fractured collar was identified. Implant removal tool was stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per form was unknown. Bone density was low density (type iii). The reported device was located on tooth location # 36 (unknown dental notation system) and was used for approximately one (1) year and nine (9) months. DHR review for the lot 1236577 had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1236577 for similar event using keyword and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant based on the available information, device malfunctions did occur (fractured implant and stuck implant removal tool), and the reported events were confirmed following visual evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number : k011028 and k013227.

Event description:
It was reported implant collar fracture. Implant removal tool stuck when the implant was removed.